Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported the navigation ring is not working. There was no patient involvement.

Manufacturer narrative:
G4: 10sep2020, b4: 14sep2020 . The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse replaced the front bezel and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Per confirmation received, the touchscreen was functioning as intended at the time of the reported failure and no erratic settings or parameters were being accepted on their own without the user's input. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.